Event description:
The contact stated the customer tested his blood glucose and received a reading of 200 mg/dl. He retested using a one touch meter and received a reading of 101 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The contact did not allege the customer experienced any adverse events. The customer had to end the call, so no product will be returned at this time.